Event description:
The facility representative reported a flo-gard infusion pump with an unknown problem. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an unknown problem was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that a leaking main battery, found during servicing, confirms the customer's condition. The root cause of this condition was determined to be a defective main battery. The main battery and harness were replaced to correct this condition. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.